Manufacturer narrative:
The unit was received for investigation on august 08, 2025. The unit came in for system error. The unit works well and within specification and provides enough oxygen to the patient. No trouble found. No recent errors logged on the data log. Top housing & uip replaced due to cosmetic damage. The patient received a replacement unit.

Event description:
On july 30, 2025, the patient called inogen to report that their device g5 was showing system error. The patient stated that the device had shut down while sleeping and they had to go to the hospital for 5 hours to get oxygen due to the incident. The patient is back home recovering and doing well.